Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the scope was blurry. It is unknown if there a blood loss or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. *no known impact or consequence to patient. *the product was changed out. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 15, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3224, 3259, 19) method code #1: 3331 - analysis of production records method code #2: 4114 - device not returned results code #1: 3224 - optical problem identified results code #2: 3259 - improper physical structure conclusions code: 19 - cause traced to user the sample was not returned so a direct investigation could not be performed. However, past product complaints were reviewed for similar issues and the most likely root cause are; the product was either dropped or inadvertently struck by an object or excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system which caused the internal lens to break which resulted in a blurry visual field. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.